Event description:
It was reported that balloon was ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severe calcified superficial femoral artery. A 3.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 3 atmospheres for 3 seconds. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications as a result of this event.